Event description:
It reported that the valve was faulty.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. The valve was not within specifications for all pressure-flow and preimplantation testing. The valve did not pass leak testing due to a tear on the top of the reservoir dome. Debris within the valve may interfere with the valve mechanism resulting in high pressure-flow results. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.